Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a burn like rash and a sore on the back under the electrodes. There was no alleged device malfunction contributing to the rash. There is no indication that the patient received medical intervention. The patient¿s physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.